Event description:
As reported by distributor, customer in foreign country received a convenience kit and noted that foreign matter was contained within the barrel of the syringe in the kit. There was no patient injury. The used syringe is being returned for evaluation.

Manufacturer narrative:
Although it has been reported that the device will be returned for evaluation, the sample has not yet been received by the manufacturer, therefore a failure analysis has not been conducted. Upon receipt of the sample, completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.